Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported: ¿at the end of brentuximab infusion, patient stated her blanket was wet. Infusion stopped. Blanket appeared wet. Blanket removed and disposed of per protocol. Tubing removed and given to pharmacy in biohazard bag. Patient did not appear to have any wetness on herself or clothes. Patient denied any wet spots. Patient encouraged to wash hands well before leaving and wash clothes when home. Patient denied any further questions or concerns.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.